Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): device returned but no anomalies were found.

Event description:
It was reported that during the implant procedure, positioning/fixation difficulties and phrenic stimulation were observed. Also reported was that the lead would not work in bipolar as well as guide wire and stylet issues. The lead was not implanted. No patient complications have been reported as a result of this event.